Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au2700 chemistry analyzer, and identified the failure mode as a faulty degasser. The fse replaced the degasser unit to resolve the issue. (B)(6). (B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneous glucose results on their au2700 chemistry analyzer. The erroneous results were not released out of the laboratory; thus, there was no change to patient treatment in association with this event. There were no reports of calibration of quality control issues.